Event description:
Customer reported discordant advia centaur hbsag, ahbs results due to an operator error. The operator placed the acid in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no report of adverse health consequences as a result of hbsag, ahbs discordant results.

Manufacturer narrative:
This event was due to an operator error. The operator placed the acid in the wash 1 position on the advia centaur instrument. A siemens healthcare technical support center (tsc) representative instructed the customer to decontaminate the system and verify assay performance with the qc. The instrument is performing within specifications. No further eval of the device is required.